Manufacturer narrative:
On (B)(6), 2011 the field service engineer (fse) found a diluent leak caused by a pinhole in tubing routed from valve 4 (vl4) to manifold 4 (mf4). Fse replaced the tubing and the repair was verified and instrument was validated. Root cause for the diluent leak was a pinhole in tubing routed from a valve to a manifold.

Event description:
A customer contacted beckman coulter inc. (Bci) to report to a small puddle of a yellowish looking fluid under the coulter lh 780 hematology analyzer. The user was wearing proper personal protective equipment (ppe), however, did not have on eye protection prior to contacting bci technical support. The customer reported no injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred. No death, injury or change to patient treatment attributed or connected to this complaint.